Event description:
During a coronary drug eluting stenting treatment procedure, the stent dislodged. The physician attempted to cross a severely calcified lesion in a severely tortuous vessel with a taxus express2 8.8% 2.5 x 8 mm drug eluting stent. While crossing the lesion, the undeployed stent became stuck in the calcium. As the catheter was withdrawn, the stent dislodged from the stent delivery system. The physician deployed another stent over the dislodged stent and crushed the taxus stent into the lesion that it was stuck in. There were no reported pt complications.